Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a liquid crystal display (lcd) that had a poor response. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a liquid crystal display (lcd) that had a poor response. A calibration was performed, but the display did not respond properly. The customer reported that the issue could not be resolved. Investigation ongoing / resolution pending.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the touch position had a misalignment. The se attempted to calibrate the device, but the issue was not resolved. The se replaced the touchscreen to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion, "the product investigation lab (pil) technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.